Manufacturer narrative:
(B)(4). Batch # m90v7x. The analysis results found that the el5ml device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and formed 1 conforming clip and then the device locked out as intended. Due to the condition of the device, no more functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an alleged issue occurred with the device details unknown. There were no patient consequences reported. It is unknown how case was completed.